Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent laparoscopic assisted vaginal hysterectomy/bilateral salpingo-oophorectomy and posterior repair. It was reported that in 2006, the patient underwent excision of vaginal granulomas and has had multiple urinary tract infections post implantation.

Manufacturer narrative:
(B)(4).